Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distal end plastic cover was chipped due to a stress problem identified. The most probable cause is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a chip on distal end plastic cover was observed. The olympus service repair technician indicated that the most likely cause of the chip on distal end plastic cover was due to stress problem. There was no patient involvement.